Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v718508, implanted: (B)(6)2011, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell in (B)(6) and experienced reduced efficacy. It was noted that an impedance check was performed at the healthcare provider¿s office by the nurse practitioner. A new lead was placed, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v718508, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead model 3889-28, lot # v718508 showed conductors #0 and 1 were broken 4.6 cm (at or near the tines) from the distal end. Due to the condition of the lead as returned, only a careful microscopic examination was performed. The conductor coils were stretched and crushed. There was an open circuit between #0 and 1 while circuits 2 and 3 had acceptable continuity. There were no shorts seen between circuits. If information is provided in the future, a supplemental report will be issued.